Manufacturer narrative:
Please void this report. Additional information for this incident has made changed the reportability of this incident. This product has no alleged deficiency against this product. This incident is now captured under medwatch 3010536692-2019-00823.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient revised due to unknown complications.